Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the returned alarm unit does power on, but has no alarm tone. The rj-11 sensor connection is damaged, therefore the fail-safe feature does not work. (B) (4).

Event description:
Customer claims that the alarm unit has no power. The unit was tested with new batteries. There was no patient injury reported. Evaluation shows that the returned product does power on, but has no alarm tone.